Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter kinked upon ablation of the left superior pulmonary vein (lspv). The kink hindered the procedure and resulted in unsuccessful ablations. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.